Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was about to deliver bolus and the pump went dark and after 3 mins it went back with a medtronic logo and the graphics were still flickering after medtronic screen. Customer had high blood glucose value of 260 and was unable to deliver bolus. Customer reported that the pump had pump error 4, pump error 63, flashing medtronic logo. The customer reported blood glucose value of 260 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. Customer reported the following led up to the event: pump has pump error 4 and pump error 63 document treatment for high blood glucose: customer able to deliver bolus after pump troubleshoot. The event involved product(s) mmt-332a, unomedical, mmt-1884l. Customer reported receiving a pump error. Customer was able to clear the error and complete rewind process customer reported high blood glucoses. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884l.